Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional tests were performed. The case top corners, case bottom, and right plunger case were cracked. Event history log (ehl) showed motor rate error. The reported problem could not be verified after multiple flow and occlusion tests. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issues: replaced worm coupling and gear as a preventative measure; all functional testing passed.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.